Event description:
It was reported that a spectrum iq infusion pump had a disabled soft key during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information d1, d3 device manufacturer name, d4: model #, d4unique identifier (UDI) #, g4. Additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During evaluation, the reported problem of "disable soft key," was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be second soft key from the left was hard to function. The keypad will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.